Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was found to be dislodged. Repositioning procedure is already scheduled. No adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was found to be dislodged. Dislodgement was discovered via communicator transmission. Repositioning procedure was already scheduled, but patient had fever on that date; therefore, it was cancelled. Repositioning procedure has not been rescheduled yet. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.